Event description:
On (B)(6) 2014, the lay user/patient¿s daughter contacted lifescan (lfs) alleging her mother¿s one touch ultra 2 meter would not power on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the daughter on (B)(6) 2014. The reporter stated the alleged power issue began on (B)(6) 2013 at 12:00 pm. The patient manages her diabetes with oral medication (metformin, glyburide) and insulin (lantis, unknown dosage) and continued with her usual daily dose of medication in response to the alleged issue. The reporter stated, 24 hours after the alleged issue occurred, the patient developed symptoms of ¿shaky.¿ immediately after, the patient self-treated with a glucose tab. The daughter confirmed her mother began to feel better about 10 minutes afterwards. The daughter mentioned that her mother recently had colon surgery and that she ¿wasn¿t sure¿ if that may have caused/contributed to the onset of symptoms. At the time of troubleshooting, the customer care advocate (cca) documented that this was the first time the patient used the subject meter, and there was no misuse of the product. The cca walked the reporter through the correct test process and the issue was resolved .replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.